Event description:
Merge eyestation is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016 a customer contacted merge healthcare and alleged that when they edited a dicom service class provider (scp) record in merge eye station, the images are no longer viewable in eyecare pacs. Merge support was able to confirm the allegation that images that were modified by the customer in eyestation, were not able to be viewed as expected in eyecare pacs. This malfunction can result in a delay in diagnosis or treatment for a patient. (B)(4)